Manufacturer narrative:
On (B)(6) 2019 arjo become aware of an event involving citadel patient care system. It was reported that an unintended bed movement occurred with a patient on the bed even though no commands being given. No injury no other medical consequences were reported. Following the incident, the device was excluded from use to be checked in the arjo service center. During the device inspection performed on (B)(6) 2019 issue with a side rail controls operation were identified. The right nurse control panel (part number s9515) had depressed button. This might result in the described symptom, as after part replacement, all functions of the claimed bed were working correctly. To sum up, it was reported to arjo that the citadel patient care system did not meet its performance specifications due to unintended movement of the bed. While the incident occurred the device was being used. The complaint was decided to be reportable, in abundance of caution although no adverse outcome occurred.

Event description:
On (B)(6) 2019 arjo become aware of an event involving citadel patient care system. It was reported that an unintended bed movement occurred with a patient on the bed even though no commands being given. No injury no other medical consequences were reported.